Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing and out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting steps. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that the patient was brought back into the clinic and the right ventricular (rv) lead pace impedance measurements were within normal limits. The patient is not pacemaker dependent. The device battery status was at elective replacement indicator (eri) so the device was explanted and replaced and the rv lead was connected to the new device and remains in service. No adverse patient effects were reported.